Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to foreign substance on the pins located on the battery interconnect board. The battery interconnect board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a1, a3, a4, b5, b6, b7, d5, and h6 (health effect clinical code and health effect impact code). Evaluation: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the pins on the battery interconnect board being dirty/ obstructed debris. The battery interconnect board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. User medwatch received: please refer to the attached user medwatch report that zoll medical has received.